Manufacturer narrative:
The customer was informed that the device was out of warranty, and the customer declined further service. No root cause can be established due to the customer's declining service.

Event description:
The customer reported that the ventilator had a boot up error. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.